Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 9-sep-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. At the end of the procedure, the medical team performed imaging with the soundstar catheter and it was discovered that the patient developed a pericardial effusion. A small pre-effusion was noted before transseptal and burning, but the effusion became larger. A pericardiocentesis was performed in which 1150 cc's was removed from the pericardial space. The patient is stable and will be transferred to the ccu (critical care unit) for observation. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system, and no issues or errors were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31265719l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. At the end of the procedure, the medical team performed imaging with the soundstar catheter and it was discovered that the patient developed a pericardial effusion. A small pre-effusion was noted before transseptal and burning, but the effusion became larger. A pericardiocentesis was performed in which 1150 cc's was removed from the pericardial space. The patient is stable and will be transferred to the ccu (critical care unit) for observation. The physician does not know the cause of the adverse event. Transseptal puncture was performed. No evidence of steam pop. No error message on carto or ngen.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).